Event description:
It was reported that the patient's controller was changed out due to failure to communicate with the monitor as well as a failed self-test. The faulty controller was sent back for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the system controller and the system monitor was able to be confirmed; however, the reported event of the controller not passing the self-test was unable to be confirmed. The heartmate 3 system controller (serial number:(B)(4)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days (24jul2022 ¿ 27jul2022, 08aug2022, and 01jan2000 per timestamp). Events captured on 01aug2022 and 01jan2000 took place in the testing labs at abbott. Events captured on (B)(6)2022 took place when the system clock was not set; therefore, the exact date and times of the events were unable to be accurately recorded. The driveline was disconnected on(B)(6)2022 at 08:20:18 and the controller was shut down at 08:20:59. There were no notable alarms active in the log file pertaining to the reported events. Pump operation was not affected while the driveline was connected. The system controller underwent preliminary and functional testing and did not pass due to the controller being unable to communicate with the system monitor. A self-test was performed on the controller and was able to pass. The power cables were replaced with test power cables and the controller was then retested. The controller was able to communicate with the system monitor and operate a mock loop with no alarms active with the test cables. The controller functioned as intended. During further investigation, the power cables were cut open to inspect the condition of the underlying layers and the orange communication wire was found to be broken. No further testing was performed. The root cause of the reported event was conclusively determined to be caused by damaged power cables. There was incidental finding of fluid ingress seeping into the controller from the power cables during further investigation, the power cables were cut open to inspect the condition of the underlying layers. Extensive fluid ingress was found in addition to the orange communication wire in the white power cable and the red (motor voltage out) and yellow (alarm out) wires in the black power cable being broken. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction. Section d4 (catalog number, lot number, primary unique device identification (UDI) number): correction. Section h6 (investigation conclusions): correction. No further information was provided. The manufacturer is closing the file on this event.